Manufacturer narrative:
This follow-up MDR is created to document the return of the device and the additional device information. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan pump was returned on 7/19/2019. As examination of the components may not conclusively confirm or disprove the report of pump exchange from a hematoma, quality accepts the physician's observations as to the reason for surgical intervention. A review was completed of the lot number for complaint trend, nonconforming report and CAPA. No trends noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump exchange due to hematoma.